Event description:
The consumer reported via email that prior to use of a tampon, she pulled slightly on the string according to the usage instructions on the insert in the tampon carton. She noted the string detached from the pledget. She proceeded to test additional tampon strings from that carton, alleging that 10 additional strings detached prior to use. There was no harm reported.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. Product packages contain an insert with usage instructions including, "gently tug on the string to make sure it is hanging outside the tube". H3 other text : not returned to manufacture.